Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly specifications found that the operator must verify under a magnification lamp that the anchor is seated at the bottom of the ¿u¿ between the fork tines, the suture ¿tails¿ must point outward, and the fork must not pierce the anchor, the trigger and handle body are locked into position, and the suture is routed around the cleat correctly. A clinical review states that no further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
H2: additional information ¿d4: lot number and expiration date, d8, h4¿.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during an arthroscopy, the suturefix ultra anchor did not take the desired position, and the threads got separated from the anchor. Both the anchor and the sutures were removed from the patient with graspers. Surgery was completed without delay, using a back-up device in an additionally drilled bone hole, the original hole was not filled with bone graft, therefore, a void was left on the patient. No further complications were reported. Patient's evolution is excellent.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The suture anchor and suture strings were returned off the insertion device. The suture anchor is disassembled. There is no biological debris visible on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that after the anchor assembly the operator must verify under a magnification lamp that the anchor is seated at the bottom of the ¿u¿ between the fork tines, the suture ¿tails¿ must point outward and the fork must not pierce the anchor, the trigger and handle body are locked into position, the suture is routed around the cleat correctly and that the suture is routed around the cleat correctly. A clinical review states that no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of excessive force upon insertion or contact with another source. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4) h6: annex e and f codes updated.